Event description:
On (B)(6) 2025, it was reported that the patient¿s caregiver called regarding a possible unannounced snack at midnight. Engineering logs confirmed that the patient announced a dinner meal at that time. The patient¿s blood glucose (bg) rose to 291 mg/dl, remaining out of range for more than 90 minutes. Bg levels were corrected by the ilet algorithm. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.